Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. The hospital returned 1 sample with open unit package. The lot no. Was the same as the complaint lot. DHR shows the manufacture date was aug 2017, quantity was (B)(6). Review of the batch record shows no abnormality found. Foreign matter found on the catheter and was movable. Black spot found on film and size was about 0.1mm2. The spot lies out of the flow parts. It was a minor defect. In the cannula assembly station, the operator assembled cover on catheter parts. If the fm on cover falls, it might stick on catheter. Root cause may be an issue with the raw material. As per request, ftir analysis was completed on the material observed on the inner surface of the blister pack and on the catheter. The ftir analysis shows that each of these materials is most likely cellophane (the material on the catheter was also shown to be mixed with some silicone). Training was done on (B)(6) 2018 to encourage the operator to focus on fm on cover. Once defective products are found, they will be rejected by operator immediately.

Event description:
It was reported with the use of the bd insight-a catheter there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insight-a ¿ catheter there was an issue with foreign matter. There was no report of injury or further medical intervention.